Manufacturer narrative:
Continued h6 (health effect - impact code): f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the breast implants were saline but the silicone around them was all perforated and stuck to ribs, muscle", "escaped silicone on scar capsule".

Event description:
Patient reported right side "the breast implants were saline but the silicone around them was all perforated and stuck to my ribs, muscle", "escaped silicone on scar capsule", ¿feel very heavy on my chest¿, ¿hard to breathe¿, ¿are very large¿, ¿pain and swelling of my breasts¿. Also reported "systemic scleroderma, chronic fatigue, brain fog, autoimmune disease" which are not related to the device. The device still remains implanted.